Manufacturer narrative:
Initial reporter occupation: inventory control. Investigation evaluation: our laboratory investigation confirmed the report. A functional test was performed on the returned device. A cook dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and a leak was observed in the catheter. The leakage was coming from a crack in the catheter body at a kink located at the 130.5 cm location as measured from the distal tip. Visual inspection also identified two additional kinks in the catheter at the 11.1 cm location and the 29.8 cm location as measured from the distal tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. There is a hole in the body of the catheter. It would not hold water and it would not inflate. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.